Event description:
Osteomed drill loaded with osteomed burr ref # 450-6140-sp; oval burr tip snapped off shaft when burr made contact with bone.====================== manufacturer response for burr, oval, 4mm x69mm, sterile, osteomed======================field rep notifed. He will collect the burr this week for company investigation. He states, "there is a shorter burr which may have been a better selection for the procedure". He will educate the surgeon.